Manufacturer narrative:
B3: date of event: date of event was approximated to 11/01/2024 as the exact event date was not reported.

Event description:
It was reported that coating issue occurred. A 300cm, 8cm poly tip v-18 control wire was selected for use. During the procedure, it was noted that the hydrophilic coating sheared off. No patient complications were reported.